Event description:
A 2.5 synthes cortical screw broke while being taken out from the pt's right ankle; the broken part was retrieved from the pt. Flat plate x-ray was ordered by surgeon and x-ray film was visualized and cleared also by the surgeon. Screw sent to pathology with rest of hardware removed from pt.